Event description:
Plaintiff alleges to have suffered severe and immediate reactions, including but not limited to asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, facial swelling, extreme discomfort, depression and emotional distress.